Manufacturer narrative:
A work order was completed and hardware parts were replaced. The system passed all tests and was performing as intended. The returned pressure sensor unit (psu) powered up on a test bench without the fault light on, but a check of the event log showed many intermittent issues including low battery voltage, low external voltage, low illuminator voltage and low sensor voltage dating back to august 2018. The psu also failed an accuracy test at 0.62mm with a passing threshold of 0.35mm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The psu was sent to the vendor for analysis. Vendor analysis found that the customer fault was confirmed and the unit was found to be out of calibration. The unit was calibrated and passed outgoing product testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: psu kit 9735346r spectra rwk. A medtronic representative went to the site to test the equipment. It was reported that there were error messages concerning camera electrical source. This was not yet resolved on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system was showing localizer not connected. They used another system to for an upcoming case. No patient.